Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic reservoir attachment came off. The customer's blood glucose reading was 216mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the insulin pump near the battery compartment, missing serial number label, missing end cap address label, cracked select button keypad overlay, keypad overlay slightly stained, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.